Manufacturer narrative:
Investigation summary: in response to the event reported by the facility a device history review was conducted for lot number 2011052. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system leaked from the needle core. After the successful puncture the needle core was pulled out, the drug fluid spilt. After identify patient without history of infection at the same time, others immediately washed spilt area for nurse with a lot of salt water.